Manufacturer narrative:
(B)(4). The ventilator was restarted and went back to normal. Covidien was not authorized to service/repair the device.

Event description:
It was reported that the e360 ventilator was inoperable. The patient was manually ventilated and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.